Event description:
It was reported that the customer's insulin pump went into threshold suspend mode while the customer's blood glucose was between 110 mg/dl and 160 mg/dl. The sensor reading, based upon which the threshold suspend was activated was between 50 mg/dl and 60 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Please see medwatch report # 2032227-2014-57695.